Event description:
The customer indicated that the probe on the orhto provue analyzer was not dispensing red cells into the mts gel cards during crossmatch testing. No erroneous results were reported. Incorrect or no dispense can lead to erroneous test results and transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer went to the customer site and replaced the dilution cup, electrovalve, wash block and the pressure regulator to return the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. (B) (4)